Manufacturer narrative:
The evaluation determined that insufficient or incorrect reprocessing of the scope was performed and the scope was used for the next procedure as evidenced by an obstruction of the nozzle with foreign material. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model cf-h260ai, evis lucera colonovideoscope was returned to olympus for repair due to a report of "the bending cover is leaking." Upon inspection and testing of the returned device, it was found that insufficient or incorrect reprocessing of the scope was performed and the scope was used for the next procedure. This report is submitted due to the problem of insufficient or incorrect reprocessing of the scope performed and the scope was used for the next procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The foreign material could not be identified. From the results of investigation, it was presumed that the reprocessing method performed at the facility differed from the instructions for use (IFU), and the facility staff was less trained in reprocessing and/or device handling in accordance with the IFU. The IFU states the following regarding insufficient reprocessing and reprocessing to be performed immediately after each procedure: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ the IFU further states: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw (air/water) channel cleaning adapter after each patient procedure.¿ olympus will continue to monitor field performance for this device.